Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, during reprocessing, the subject device had a blurry image. No patient involvement per the customer.

Event description:
It was reported, during reprocessing, the subject device had a blurry image. No patient involvement per the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation of "blurry picture" was not confirmed. However, the device evaluation found no image as a result of a faulty charge coupled device. Based on the results of the investigation, it is likely that the following led to the malfunction:the most probable cause of the discovered additional damages is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.